Event description:
Litigation alleges that the patient suffered the following on account of his asr left hip implant: pain; limitation of movement; anxiety; distress. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Litigation alleges that the patient suffered the following on account of his asr left hip implant: pain; limitation of movement; anxiety; distress. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered the following on account of his asr left hip implant: pain; limitation of movement; anxiety; distress. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain. Update: (B)(6) 2012 - medwatch report ((B)(4)) was received from the hospital. It notes: admitted for planned revision of left total hip arthroplasty due to left total hip prosthetic failure presumed to be secondary to total hypersensitivity reaction. Intra-op findings: copious amount of darkish synovial fluid (not purulent) in the joint capsule. The synovium pseudocapsule around the joint had a yellowish fibrinous appearance. The femoral component had no loosening noted; the acetabular component was not grossly loose. The acetabular component was loosened and removed; there was a healthy bed of host acetabulum remaining as well as excelled bed of healthy bone and intact posterior and anterior columns and superior rim. Patient tolerated the procedure well and transferred to pacu in stable condition. Pt/ot involved. (B)(6) 2012: did well and plan is to discharge patient home.

Manufacturer narrative:
Depuy still considers this investigation closed.